Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleges receiving a burn on her body from using the heating pad. There was not a report of property damage with this incident.